Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pgyf, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-oct-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s prior ins was replaced because the lead moved, it was not helping as much, for a while it was not working as well. They found the lead had moved when they did an x-ray, and also found the battery had moved. The patient explained part of the issue is they are very thin with a couple of digestive diseases too. The patient weighs 70 some pounds she does not have a lot of fat to hold things in place and thinks that is part of the reason the battery moved. Patient said she was thin prior to getting the device, and also noted they have had ic (interstitial cystitis) which started 16-17 years ago. No further complications were reported or are anticipated.